Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending artery with moderate tortuosity and heavy calcification. The 3.0 x 20 mm trek balloon was advanced to the lesion with heavy resistance noted. The trek balloon did not cross the lesion. The balloon was inflated to 14 atm, but still could not cross the lesion. The procedure was completed using a new 3.0 x 20 mm trek balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis noted a pinhole in the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: bmw universal ii; guide cath: cordis. Evaluation summary: the device was returned for evaluation and the reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A pinhole was observed in the distal balloon taper. There was a scratch extending distally from the pinhole. It is likely that the balloon was damaged during the attempts to advance through the heavy lesion calcification. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.